Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device implant date provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp reported that the symptoms were probably due to disease progression. The patient believed that it was due to lower battery of the stimulator, as their ins was at 2.8v. In (B)(6) a plan was made to replace the ins due to end of life of the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having syncopes several times a day, sometimes falling and shaking. They were previously admitted for observation in hospital, epilepsy was excluded. They deteriorated generally and cognitively. The outcome was unresolved with no further action planned. This was noted to be possibly related to the device or therapy. No further complications were reported as a result of this event.